Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2020. Mixed microbes, bacillus megaterium, arthrobacter species and sphingomonas species (10-100 cfu). Second time; (B)(6) 2020. Mixed microbes, staphylococcus epidermidis and micrococcus luteus (1-10 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The reprocessing manual of the device has already warns following: 1.4 precautions, warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. If additional information becomes available, this report will be supplemented.